Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. Both the device and the electrode had migrated. Both products were replaced. There were no additional adverse patient effects. 05/16/2023: it was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was exercising at the time. The clinic has now reprogrammed the sensing vector from alternate to primary. The system remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. Both the device and the electrode had migrated. Both products were replaced. There were no additional adverse patient effects. 05/16/2023 it was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was exercising at the time. The clinic has now reprogrammed the sensing vector from alternate to primary. The system remains implanted. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was exercising at the time. The clinic has now reprogrammed the sensing vector from alternate to primary. The system remains implanted. There were no additional adverse patient effects.